Event description:
It was reported that during an inspection, the device showed excessive power loss, and it could not be used. There was no patient involvement.

Event description:
It was reported that during an inspection, the device showed excessive power loss, and it could not be used. There was no patient involvement.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a detailed evaluation of the console, during which functional testing showed that the fourth channel was not producing the expected laser output. The findings pointed to a simmer board that was not operating as intended, and replacement components are needed to restore proper system function. The condition found could have affected the device performance leading to the event experienced by the customer. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.